Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 575cc saline breast prosthesis, catalog #3501690, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 575cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 10/29/2018, mentor received additional information about the event. The patient developed capsular contracture (baker grade IV) in her right breast. This medwatch is for the left breast prosthesis. A separate medwatch report will be submitted for the capsular contracture reported in the right breast prosthesis. On 11/10/2018, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/25/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White, yellow and brown material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on the anterior view that extended to the posterior view. A rent was discovered within one of the creases on the anterior view measuring approximately 0.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white, yellow and brown material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).